Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was using the torque limiting screw driver as an extraction device rather than for its intended proper use. The surgeon hit the screwdriver with a mallet and the tip of the screwdriver sheared off. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was visually inspected and shows that both the proximal and distal ends of the instrument were fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to misuse as surgeon knowingly deviated from the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.